Event description:
Installing new immediate use steam sterilizers/(iuss(immediate use steam sterilization)) in the operating room - new devices have an enclosed steam chamber but there is no lid on the top of the device to prevent environmental dust/debris buildup on the internal components and no recommended cadence or directions for cleaning the iuss. After installation - "noted that reportedly a lid can be ordered separately but is not required?"